Event description:
Medtronic received information that a ped3 pipeline vantage case was successful but in a control image physician noticed that device had narrowed distally. The patient was being treated for an unruptured saccular aneurysm in the ica ophtalmic location. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. It was indicated the devices were prepared according to the instruction for use (IFU).  Flattening or twisting was not seen when the distal narrowing was observed. Still good blood flow and aneurysm healing in process as expected. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the reason for the narrowing could not be explained. It was indicated there may be some symptoms of vasculitis, but unfortunately, that could not be confirmed. This was noted in the 3 month control image. Whether there was a narrowing shape of vessel distally before the procedure, they were not certain. The intima hyperplasia would not explain this and there was no obvious stenosis seen. The end result of the procedure was really good and healing of the aneurysm was noted.

Manufacturer narrative:
Additional follow-up is in process to clarify the complaint/cause of event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was not positioned in a vessel bend. No other steps or devices were tried to open the pipeline. It was noted the stent opened really well and end result was successful.